Event description:
Physio-control evaluated the device and found a capacitor, designator c51, burned open from the biphasic module pcb assembly and damaged the pcb. If the component was shorted/burned slowly then, the power supply could be drawn down and the assembly functionality would be compromised if a shock is required at that time. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the biphasic module pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed biphasic module pcb assembly at the failure analysis center and confirmed that the c51 capacitor was burned open and the pcb was damaged.